Event description:
The customer reported that, after successfully charging this device, the device would not discharge via external paddles. There was no negative impact to the involved pt. The users switched to a different defib to delivery therapy.

Manufacturer narrative:
(B)(4). The customer reported that, after successfully charging this device, the device would not discharge via external paddles. There was no negative impact to the involved pt. The users switched to a different defib to deliver therapy. The device and paddle set were evaluated locally by philips. The reported symptom could not be reproduced. The device and paddles set passed all testing. Based on the customer's report we are considering this a malfunction. We cannot determined the cause since the symptom could not be duplicated.